Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had extreme procedural discomfort as well as headaches and nausea. The patient was prescribed a pain medication and underwent an explant of the leads.